Event description:
The customer reported the image size ratio is out of specification. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image size on the monitor. System operates as intended.